Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-jun-2020. The most recent information was received on 29-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('daily lower abdominal pain') and back pain ('back pain (lower back)') in a 43-year-old female patient who had essure (batch no. C38211) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criterion medically significant), back pain (seriousness criterion medically significant), fatigue ("fatigue"), insomnia ("insomnia"), loss of libido ("loss of libido"), alopecia ("hair loss"), arthralgia ("joint pain (shoulders, wrists, ankles and knees)") and tendonitis ("recurrent tendonitis") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, back pain, fatigue, insomnia, loss of libido, weight increased, alopecia, arthralgia and tendonitis outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, fatigue, insomnia, loss of libido, tendonitis and weight increased to be related to essure. The reporter commented: patient¿s current status: consultation several times with her gynaecologist who refused to associate her symptoms with the device. In the process of a planned removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 10-jun-2020. The most recent information was received on 08-nov-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("right essure implant was on external migration"), abdominal pain lower ("daily lower abdominal pain") and back pain ("back pain (lower back)") in a 43 year-old female patient who had essure inserted (lot no. C38211) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of removal of wisdom teeth in 1989 and gravida I, uterine adenomyoma, uterine cervix stenosis (no possibility to insert and iud), breast cosmetic surgery, abdominoplasty, overweight, tobacco user, nickel sensitivity, pregnancy and parity 1. The patient had a family history of breast cancer, deep vein thrombosis and hypercholesterolemia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015 she experienced abdominal pain lower (seriousness criteria medically important and intervention required), back pain (seriousness criterion medically important), fatigue ("fatigue / chronic and intense fatigue;"), insomnia ("insomnia"), loss of libido ("loss of libido"), alopecia ("hair loss"), arthralgia ("joint pain (shoulders, wrists, ankles and knees)") and tendonitis ("recurrent tendonitis") and was found to have weight increased ("weight gain"). In (B)(6) 2015 she experienced bacterial vaginosis ("bacterial vaginosis"). In 2015 she experienced asthenia ("chronic and disabling asthenia") and headache ("recurrent and significant headaches/unusual, severe and frequent headaches;"). Essure was removed on (B)(6) 2020. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pain in extremity ("almost permanent pain in the thigh"), loss of energy ("generalized loss of energy"), disturbance in attention ("problems with concentration and memory"), memory impairment ("problems with concentration and memory"), visual impairment ("visual disturbances"), rash ("skin rashes"), adenomyosis ("adenomyosis of the uterine organ"), medical device site granuloma ("granulomas in the tubes, in contact with the essure implants"), amenorrhoea ("amenorrhea"), myalgia ("muscle pain"), allodynia ("allodynia") and attention deficit hyperactivity disorder ("attention deficit disorder"). The patient was treated with surgery (hysterectomy and ablation of the essure devices). At the time of the report, the outcomes for device dislocation, abdominal pain lower, back pain, fatigue, insomnia, loss of libido, weight increased, alopecia, arthralgia, tendonitis, amenorrhoea, myalgia, allodynia and attention deficit hyperactivity disorder were unknown. The reporter considered abdominal pain lower, adenomyosis, allodynia, alopecia, amenorrhoea, arthralgia, asthenia, loss of energy, attention deficit hyperactivity disorder, back pain, bacterial vaginosis, device dislocation, disturbance in attention, fatigue, headache, insomnia, loss of libido, medical device site granuloma, memory impairment, myalgia, pain in extremity, rash, tendonitis, visual impairment and weight increased to be related to essure administration. The reporter commented: patient¿s current status: consultation several times with her gynaecologist who refused to associate her symptoms with the device. In the process of a planned removal. A discrepancy was noticed regarding the start date of abdominal pain lower, back pain, fatigue, insomnia weight increased, alopecia. Both (B)(6) 2015 and "end of the year 2015, the beginning of the year 2016" were reported. 3 coils on the right and 2 coils on the left side. Biopsy of uterine horn contained tin, silver, iron, chromium, nickel, titanium, and platinum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.685 kg/sqm. [Biopsy fallopian tube] (date unknown): particles making up the essure implant are therefore clearly found in the patient's organic tissues [chest scan] on (B)(6) 2019: indication: monitoring of 3 lung nodules. Conclusion: there are 2 micronodules, a middle lobe and a lower left lobe.; on (B)(6) 2019: increase in volume of 2 nodular formations compared to (B)(6) 2019 with nevertheless a doubling time of 381 days for the middle lobe nodule and 312 days for the left lower lobe nodule. [Hysterosalpingogram] on (B)(6) 2015: implants in place, possible adenomyosis (without symptom) [investigation] on (B)(6) 2015: the implants are correctly positioned. [Magnetic resonance imaging abdominal] on (B)(6) 2020: correct position of essure and marked uterine adenomyosis. [Smear test] in (B)(6) 2015: bacterial vaginosis [ultrasound doppler] in (B)(6) 2017: no cause for the symptom; on (B)(6) 2017: examination normal, without significant hemodynamic and sonographic lesion highlighted at the level of the arterial axes of the lower limbs. There are some parietal calcifications on the abdominal aorta. There is therefore no obliterating or aneurysmal arteriopathy found today. [Ultrasound thyroid] on (B)(6) 2017: right thyroid nodule tl-rads 4a stable for 6 years. Batch no: c38211, production date: 2014-03-20, and expiration date: 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-nov-2022: new lab datas were provided (thyroid ultrasound, echo-arterial doppler of the lower limbs and thoracic scanner. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 28-oct-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("right essure implant was on external migration"), abdominal pain lower ("daily lower abdominal pain") and back pain ("back pain (lower back)") in a 43 year-old female patient who had essure inserted (lot no. C38211) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of uterine adenomyoma, uterine cervix stenosis (no possibility to insert and iud), breast cosmetic surgery, abdominoplasty, overweight, tobacco user, nickel sensitivity, pregnancy and parity 1. The patient had a family history of breast cancer, deep vein thrombosis and hypercholesterolemia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015 she experienced abdominal pain lower (seriousness criteria medically important and intervention required), back pain (seriousness criterion medically important), fatigue ("fatigue / chronic and intense fatigue;"), insomnia ("insomnia"), loss of libido ("loss of libido"), alopecia ("hair loss"), arthralgia ("joint pain (shoulders, wrists, ankles and knees)") and tendonitis ("recurrent tendonitis") and was found to have weight increased ("weight gain"). In (B)(6) 2015 she experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2015 she experienced asthenia ("chronic and disabling asthenia") and headache ("recurrent and significant headaches/unusual, severe and frequent headaches;"). Essure was removed on (B)(6) 2020. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pain in extremity ("almost permanent pain in the thigh"), loss of energy ("generalized loss of energy"), disturbance in attention ("problems with concentration and memory"), memory impairment ("problems with concentration and memory"), visual impairment ("visual disturbances"), rash ("skin rashes"), adenomyosis ("adenomyosis of the uterine organ"), medical device site granuloma ("granulomas in the tubes, in contact with the essure implants"), amenorrhoea ("amenorrhea"), myalgia ("muscle pain"), allodynia ("allodynia") and attention deficit hyperactivity disorder ("attention deficit disorder"). The patient was treated with surgery (hysterectomy and ablation of the essure devices). At the time of the report, the outcomes for device dislocation, abdominal pain lower, back pain, fatigue, insomnia, loss of libido, weight increased, alopecia, arthralgia, tendonitis, amenorrhoea, myalgia, allodynia and attention deficit hyperactivity disorder were unknown. The reporter considered abdominal pain lower, adenomyosis, allodynia, alopecia, amenorrhoea, arthralgia, asthenia, loss of energy, attention deficit hyperactivity disorder, back pain, bacterial vaginosis, device dislocation, disturbance in attention, fatigue, headache, insomnia, loss of libido, medical device site granuloma, memory impairment, myalgia, pain in extremity, rash, tendonitis, visual impairment and weight increased to be related to essure administration. The reporter commented: patient¿s current status: consultation several times with her gynaecologist who refused to associate her symptoms with the device. In the process of a planned removal. A discrepancy was noticed regarding the start date of abdominal pain lower, back pain, fatigue, insomnia weight increased, alopecia. Both (B)(6) 2015 and "end of the year 2015, the beginning of the year 2016" were reported. 3 coils on the right and 2 coils on the left side. Biopsy of uterine horn contained tin, silver, iron, chromium, nickel, titanium, and platinum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.685 kg/sqm. [Biopsy fallopian tube] (date unknown): particles making up the essure implant are therefore clearly found in the patient's organic tissues [hysterosalpingogram] on (B)(6) 2015: implants in place, possible adenomyosis (without symptom) [investigation] on (B)(6) 2015: the implants are correctly positioned. [Magnetic resonance imaging abdominal] on (B)(6) 2020: correct position of essure and marked uterine adenomyosis. [Smear test] in (B)(6) 2015: bacterial vaginosis. [Ultrasound doppler] in (B)(6) 2017: no cause for the symptoms. Batch no c38211. Production date 2014-03-20. Expiration date 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-oct-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("right essure implant was on external migration"), abdominal pain lower ("daily lower abdominal pain") and back pain ("back pain (lower back)") in a 43 year-old female patient who had essure inserted (lot no. C38211) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of uterine adenomyoma, uterine cervix stenosis (no possibility to insert and iud), breast cosmetic surgery, abdominoplasty, overweight, tobacco user, nickel sensitivity, pregnancy and parity 1. The patient had a family history of breast cancer, deep vein thrombosis and hypercholesterolemia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015 she experienced abdominal pain lower (seriousness criteria medically important and intervention required), back pain (seriousness criterion medically important), fatigue ("fatigue / chronic and intense fatigue;"), insomnia ("insomnia"), loss of libido ("loss of libido"), alopecia ("hair loss"), arthralgia ("joint pain (shoulders, wrists, ankles and knees)") and tendonitis ("recurrent tendonitis") and was found to have weight increased ("weight gain"). In (B)(6) 2015 she experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2015 she experienced asthenia ("chronic and disabling asthenia") and headache ("recurrent and significant headaches/unusual, severe and frequent headaches;"). Essure was removed on (B)(6) 2020. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pain in extremity ("almost permanent pain in the thigh"), loss of energy ("generalized loss of energy"), disturbance in attention ("problems with concentration and memory"), memory impairment ("problems with concentration and memory"), visual impairment ("visual disturbances"), rash ("skin rashes"), adenomyosis ("adenomyosis of the uterine organ"), medical device site granuloma ("granulomas in the tubes, in contact with the essure implants"), amenorrhoea ("amenorrhea"), myalgia ("muscle pain"), allodynia ("allodynia") and attention deficit hyperactivity disorder ("attention deficit disorder"). The patient was treated with surgery (hysterectomy and ablation of the essure devices). At the time of the report, the outcomes for device dislocation, abdominal pain lower, back pain, fatigue, insomnia, loss of libido, weight increased, alopecia, arthralgia, tendonitis, amenorrhoea, myalgia, allodynia and attention deficit hyperactivity disorder were unknown. The reporter considered abdominal pain lower, adenomyosis, allodynia, alopecia, amenorrhoea, arthralgia, asthenia, loss of energy, attention deficit hyperactivity disorder, back pain, bacterial vaginosis, device dislocation, disturbance in attention, fatigue, headache, insomnia, loss of libido, medical device site granuloma, memory impairment, myalgia, pain in extremity, rash, tendonitis, visual impairment and weight increased to be related to essure administration. The reporter commented: patient¿s current status: consultation several times with her gynaecologist who refused to associate her symptoms with the device. In the process of a planned removal. A discrepancy was noticed regarding the start date of abdominal pain lower, back pain, fatigue, insomnia weight increased, alopecia. Both (B)(6) 2015 and "end of the year 2015, the beginning of the year 2016" were reported. 3 coils on the right and 2 coils on the left side. Biopsy of uterine horn contained tin, silver, iron, chromium, nickel, titanium, and platinum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.685 kg/sqm. [Biopsy fallopian tube] (date unknown): particles making up the essure implant are therefore clearly found in the patient's organic tissues [hysterosalpingogram] on (B)(6) 2015: implants in place, possible adenomyosis (without symptom) [investigation] on (B)(6) 2015: the implants are correctly positioned. [Magnetic resonance imaging abdominal] on (B)(6) 2020: correct position of essure and marked uterine adenomyosis. [Smear test] in (B)(6) 2015: bacterial vaginosis [ultrasound doppler] in (B)(6) 2017: no cause for the symptoms quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2022: upon internal review, it was confirmed that cases (B)(4)) and 2020-115576 ((B)(4)) are duplicates of each other. All the information from deleted duplicate case (B)(4) was transferred to this case. E2b company number added. Patient date of birth, height, weight, medical history, lab data, events: right essure implant was on external migration, amenorrhea, muscle pain, allodynia, attention disorder, reporter causality comment added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 10-jun-2020. The most recent information was received on 12-dec-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("right essure implant was on external migration"), abdominal pain lower ("daily lower abdominal pain"), back pain ("back pain (lower back)") and amenorrhoea ("amenorrhea") in a 43 year-old female patient who had essure inserted (lot no. C38211) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of removal of wisdom teeth in 1989 and gravida I, uterine adenomyoma, uterine cervix stenosis (no possibility to insert and iud), breast cosmetic surgery, abdominoplasty, overweight, tobacco user, nickel sensitivity, pregnancy and parity 1. The patient had a family history of breast cancer, deep vein thrombosis and hypercholesterolemia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015 she experienced abdominal pain lower (seriousness criteria medically important and intervention required), back pain (seriousness criterion medically important), fatigue ("fatigue / chronic and intense fatigue;"), insomnia ("insomnia"), loss of libido ("loss of libido"), alopecia ("hair loss"), arthralgia ("joint pain (shoulders, wrists, ankles and knees)") and tendonitis ("recurrent tendonitis / recurrent tendinitis in wrist and ankles") and was found to have weight increased ("weight gain"). In (B)(6) 2015 she experienced bacterial vaginosis ("bacterial vaginosis"). In 2015 she experienced asthenia ("chronic and disabling asthenia") and headache ("recurrent and significant headaches/unusual, severe and frequent headaches;"). In (B)(6) 2016 she experienced menstruation irregular ("irregular menstrual cycles"). In 2016 she experienced amenorrhoea (seriousness criterion medically important). In march 2020 she experienced mixed anxiety and depressive disorder ("anxio-depressive syndrome"). Essure was removed on (B)(6) 2020. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pain in extremity ("almost permanent pain in the thigh/ pain in legs"), loss of energy ("generalized loss of energy"), disturbance in attention ("problems with concentration and memory"), amnesia ("problems with concentration and memory"), visual acuity reduced ("visual disturbances/decrease in visual acuity"), rash ("skin rashes"), adenomyosis ("adenomyosis of the uterine organ"), medical device site granuloma ("granulomas in the tubes, in contact with the essure implants"), myalgia ("muscle pain"), allodynia ("allodynia"), attention deficit hyperactivity disorder ("attention deficit disorder"), muscular weakness ("myasthenia"), pruritus ("itching (scratching on forearms)") and loss of personal independence in daily activities ("reduction in daily activities"). The patient was treated with surgery (hysterectomy and ablation of the essure devices). In (B)(6) 2020, the mixed anxiety and depressive disorder had resolved. In 2020, the back pain, arthralgia and headache had resolved. At the time of the report, the device dislocation, abdominal pain lower, fatigue, insomnia, tendonitis, pain in extremity, amnesia, visual acuity reduced and pruritus had resolved. The outcomes for loss of libido, weight increased, alopecia, amenorrhoea, myalgia, allodynia, attention deficit hyperactivity disorder, muscular weakness, menstruation irregular and loss of personal independence in daily activities were unknown. The reporter considered abdominal pain lower, adenomyosis, allodynia, alopecia, amenorrhoea, amnesia, arthralgia, asthenia, loss of energy, attention deficit hyperactivity disorder, back pain, bacterial vaginosis, device dislocation, disturbance in attention, fatigue, headache, insomnia, loss of libido, loss of personal independence in daily activities, medical device site granuloma, menstruation irregular, mixed anxiety and depressive disorder, muscular weakness, myalgia, pain in extremity, pruritus, rash, tendonitis, visual acuity reduced and weight increased to be related to essure administration. The reporter commented: patient¿s current status: consultation several times with her gynaecologist who refused to associate her symptoms with the device. In the process of a planned removal. A discrepancy was noticed regarding the start date of abdominal pain lower, back pain, fatigue, insomnia weight increased, alopecia. Both (B)(6) 2015 and "end of the year 2015, the beginning of the year 2016" were reported. 3 coils on the right and 2 coils on the left side. Biopsy of uterine horn contained tin, silver, iron, chromium, nickel, titanium, and platinum. During the year 2019, the patient experienced worsening of symptoms leading to physiotherapy and osteopathy sessions. The patient¿s partner considered symptoms related to essure, with occurrence in 2017, worsening in 2019, regression and then resolution after device removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.7 kg/sqm. [Biopsy fallopian tube] (date unknown): particles making up the essure implant are therefore clearly found in the patient's organic tissues [chest scan] on (B)(6) 2019: indication: monitoring of 3 lung nodules. Conclusion: there are 2 micronodules, a middle lobe and a lower left lobe.; on (B)(6) 2019: increase in volume of 2 nodular formations compared to (B)(6) 2019 with nevertheless a doubling time of 381 days for the middle lobe nodule and 312 days for the left lower lobe nodule. [Hysterosalpingogram] on (B)(6) 2015: implants in place, possible adenomyosis (without symptom). [Investigation] on (B)(6) 2015: the implants are correctly positioned. [Magnetic resonance imaging abdominal] on (B)(6) 2020: correct position of essure and marked uterine adenomyosis. [Smear test] in (B)(6) 2015: bacterial vaginosis. [Ultrasound doppler] in (B)(6) 2017: no cause for the symptom; on (B)(6) 2017: examination normal, without significant hemodynamic and sonographic lesion highlighted at the level of the arterial axes of the lower limbs. There are some parietal calcifications on the abdominal aorta. There is therefore no obliterating or aneurysmal arteriopathy found today. [Ultrasound scan] in (B)(6) 2015: und possible adenomyosis (not confirmed) which was not observed during essure insertion. [Ultrasound thyroid] on (B)(6) 2017: right thyroid nodule tl-rads 4a stable for 6 years. Batch no c38211 production date 2014-03-20 expiration date 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: annex e amended. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 10-jun-2020. The most recent information was received on 12-dec-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("right essure implant was on external migration"), abdominal pain lower ("daily lower abdominal pain"), back pain ("back pain (lower back)") and amenorrhoea ("amenorrhea") in a 43 year-old female patient who had essure inserted (lot no. C38211) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of removal of wisdom teeth in 1989 and gravida I, uterine adenomyoma, uterine cervix stenosis (no possibility to insert and iud), breast cosmetic surgery, abdominoplasty, overweight, tobacco user, nickel sensitivity, pregnancy and parity 1. The patient had a family history of breast cancer, deep vein thrombosis and hypercholesterolemia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015 she experienced abdominal pain lower (seriousness criteria medically important and intervention required), back pain (seriousness criterion medically important), fatigue ("fatigue / chronic and intense fatigue;"), insomnia ("insomnia"), loss of libido ("loss of libido"), alopecia ("hair loss"), arthralgia ("joint pain (shoulders, wrists, ankles and knees)") and tendonitis ("recurrent tendonitis / recurrent tendinitis in wrist and ankles") and was found to have weight increased ("weight gain"). In (B)(6) 2015 she experienced bacterial vaginosis ("bacterial vaginosis"). In 2015 she experienced asthenia ("chronic and disabling asthenia") and headache ("recurrent and significant headaches/unusual, severe and frequent headaches;"). In (B)(6) 2016 she experienced menstruation irregular ("irregular menstrual cycles"). In 2016 she experienced amenorrhoea (seriousness criterion medically important). In (B)(6) 2020 she experienced mixed anxiety and depressive disorder ("anxio-depressive syndrome"). Essure was removed on (B)(6) 2020. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pain in extremity ("almost permanent pain in the thigh/ pain in legs"), loss of energy ("generalized loss of energy"), disturbance in attention ("problems with concentration and memory"), amnesia ("problems with concentration and memory"), visual acuity reduced ("visual disturbances/decrease in visual acuity"), rash ("skin rashes"), adenomyosis ("adenomyosis of the uterine organ"), medical device site granuloma ("granulomas in the tubes, in contact with the essure implants"), myalgia ("muscle pain"), allodynia ("allodynia"), attention deficit hyperactivity disorder ("attention deficit disorder"), muscular weakness ("myasthenia"), pruritus ("itching (scratching on forearms)") and loss of personal independence in daily activities ("reduction in daily activities"). The patient was treated with surgery (hysterectomy and ablation of the essure devices). In (B)(6) 2020, the mixed anxiety and depressive disorder had resolved. In 2020, the back pain, arthralgia and headache had resolved. At the time of the report, the device dislocation, abdominal pain lower, fatigue, insomnia, tendonitis, pain in extremity, amnesia, visual acuity reduced and pruritus had resolved. The outcomes for loss of libido, weight increased, alopecia, amenorrhoea, myalgia, allodynia, attention deficit hyperactivity disorder, muscular weakness, menstruation irregular and loss of personal independence in daily activities were unknown. The reporter considered abdominal pain lower, adenomyosis, allodynia, alopecia, amenorrhoea, amnesia, arthralgia, asthenia, loss of energy, attention deficit hyperactivity disorder, back pain, bacterial vaginosis, device dislocation, disturbance in attention, fatigue, headache, insomnia, loss of libido, loss of personal independence in daily activities, medical device site granuloma, menstruation irregular, mixed anxiety and depressive disorder, muscular weakness, myalgia, pain in extremity, pruritus, rash, tendonitis, visual acuity reduced and weight increased to be related to essure administration. The reporter commented: patient¿s current status: consultation several times with her gynaecologist who refused to associate her symptoms with the device. In the process of a planned removal. A discrepancy was noticed regarding the start date of abdominal pain lower, back pain, fatigue, insomnia weight increased, alopecia. Both (B)(6) 2015 and "end of the year 2015, the beginning of the year 2016" were reported. 3 coils on the right and 2 coils on the left side. Biopsy of uterine horn contained tin, silver, iron, chromium, nickel, titanium, and platinum during the year 2019, the patient experienced worsening of symptoms leading to physiotherapy and osteopathy sessions. The patient¿s partner considered symptoms related to essure, with occurrence in 2017, worsening in 2019, regression and then resolution after device removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.7 kg/sqm. [Biopsy fallopian tube] (date unknown): particles making up the essure implant are therefore clearly found in the patient's organic tissues [chest scan] on (B)(6) 2019: indication: monitoring of 3 lung nodules. Conclusion: there are 2 micronodules, a middle lobe and a lower left lobe.; on (B)(6) 2019: increase in volume of 2 nodular formations compared to (B)(6) 2019 with nevertheless a doubling time of 381 days for the middle lobe nodule and 312 days for the left lower lobe nodule. [Hysterosalpingogram] on (B)(6) 2015: implants in place, possible adenomyosis (without symptom) [investigation] on (B)(6) 2015: the implants are correctly positioned. [Magnetic resonance imaging abdominal] on (B)(6) 2020: correct position of essure and marked uterine adenomyosis. [Smear test] in (B)(6) 2015: bacterial vaginosis [ultrasound doppler] in (B)(6) 2017: no cause for the symptom; on (B)(6) 2017: examination normal, without significant hemodynamic and sonographic lesion highlighted at the level of the arterial axes of the lower limbs. There are some parietal calcifications on the abdominal aorta. There is therefore no obliterating or aneurysmal arteriopathy found today. [Ultrasound scan] in (B)(6) 2015: und possible adenomyosis (not confirmed) which was not observed during essure insertion. [Ultrasound thyroid] on (B)(6) 2017: right thyroid nodule tl-rads 4a stable for 6 years. Batch no c38211 production date 2014-03-20 expiration date 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-dec-2022: plaintiff fact sheet received. Events irregular menstrual cycle , myasthenia &, activities of daily living impaired, depressive disorders itching were added. Events visual disorder & memory disorder updated with events visual acuity decreases & memory loss respectively. Event outcome updated to recovered resolved. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 10-jun-2020. The most recent information was received on 06-feb-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("right essure implant was on external migration / right essure insert migrated"), several episodes of abdominal pain lower ("daily lower abdominal pain" and "pain in internal part of the left thigh worsening for 3 weeks"), back pain ("back pain (lower back)") and amenorrhoea ("amenorrhea") in a 43 year-old female patient who had essure inserted (lot no. C38211) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of removal of wisdom teeth in 1989 and gravida I, uterine adenomyoma, uterine cervix stenosis (no possibility to insert and iud), breast cosmetic surgery, abdominoplasty, overweight, tobacco user, nickel sensitivity, pregnancy and parity 1. The patient had a family history of breast cancer, deep vein thrombosis and hypercholesterolemia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, she experienced a first episode of abdominal pain lower (seriousness criteria medically important and intervention required), back pain (seriousness criterion medically important), fatigue ("fatigue / chronic and intense fatigue;"), insomnia ("insomnia"), loss of libido ("loss of libido"), alopecia ("hair loss"), arthralgia ("joint pain (shoulders, wrists, ankles and knees)") and tendonitis ("recurrent tendonitis / recurrent tendinitis in wrist and ankles (on 2015 and 2020)") and was found to have weight increased ("weight gain"). In (B)(6) 2015, she experienced bacterial vaginosis ("bacterial vaginosis"). In 2015, she experienced asthenia ("chronic and disabling asthenia") and headache ("recurrent and significant headaches/unusual, severe and frequent headaches;"). On (B)(6) 2016, she experienced menstruation irregular ("irregular menstrual cycles"). In 2016, she experienced amenorrhoea (seriousness criterion medically important). In (B)(6) 2017, she experienced a second episode of abdominal pain lower and limb discomfort ("legs heaviness"). In (B)(6) 2018, she experienced road traffic accident ("traffic road accident"). In (B)(6) 2020, she experienced mixed anxiety and depressive disorder ("anxio-depressive syndrome"). On (B)(6) 2020, she experienced disturbance in attention ("problems with concentration and memory"), amnesia ("problems with concentration and memory / memory disorders"), visual acuity reduced ("visual disturbances/decrease in visual acuity"), rash ("skin rashes"), myalgia ("muscle pain") and allodynia ("allodynia"). Essure was removed on (B)(6) 2020. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pain in extremity ("almost permanent pain in the thigh/pain in legs"), loss of energy ("generalized loss of energy"), adenomyosis ("adenomyosis of the uterine organ / fundic adenomyosios"), medical device site granuloma ("granulomas in the tubes, in contact with the essure implants"), attention deficit hyperactivity disorder ("attention deficit disorder"), muscular weakness ("myasthenia"), pruritus ("itching (scratching on forearms)") and loss of personal independence in daily activities ("reduction in daily activities"). The patient was treated with duphaston (dydrogesterone), tramadol, ketoprofene [ketoprofen], diazepam, esomeprazole, profenid (ketoprofen), doliprane (paracetamol) and acupan (nefopam hydrochloride) as well as surgery (hysterectomy and ablation of the essure devices). In (B)(6) 2020, the mixed anxiety and depressive disorder had resolved. In 2020, the back pain, arthralgia and headache had resolved. At the time of the report, the device dislocation, latest episode of abdominal pain lower, fatigue, insomnia, loss of libido, weight increased, alopecia, tendonitis, asthenia, bacterial vaginosis, pain in extremity, loss of energy, disturbance in attention, amnesia, visual acuity reduced, rash, adenomyosis, medical device site granuloma, amenorrhoea, myalgia, allodynia, attention deficit hyperactivity disorder, muscular weakness, pruritus, menstruation irregular, loss of personal independence in daily activities and limb discomfort had resolved. The outcome of road traffic accident was unknown. The reporter considered the first episode of abdominal pain lower, the second episode of abdominal pain lower, adenomyosis, allodynia, alopecia, amenorrhoea, amnesia, arthralgia, asthenia, loss of energy, attention deficit hyperactivity disorder, back pain, bacterial vaginosis, device dislocation, disturbance in attention, fatigue, headache, insomnia, limb discomfort, loss of libido, loss of personal independence in daily activities, medical device site granuloma, menstruation irregular, mixed anxiety and depressive disorder, muscular weakness, myalgia, pain in extremity, pruritus, rash, road traffic accident, tendonitis, visual acuity reduced and weight increased to be related to essure administration. The reporter commented: patient¿s current status: consultation several times with her gynaecologist who refused to associate her symptoms with the device. In the process of a planned removal. A discrepancy was noticed regarding the start date of abdominal pain lower, back pain, fatigue, insomnia weight increased, alopecia. Both may-2015 and "end of the year 2015, the beginning of the year 2016" were reported. 3 coils on the right and 2 coils on the left side. Biopsy of uterine horn contained tin, silver, iron, chromium, nickel, titanium, and platinum during the year 2019, the patient experienced worsening of symptoms leading to physiotherapy and osteopathy sessions. The patient¿s partner considered symptoms related to essure, with occurrence in 2017, worsening in 2019, regression and then resolution after device removal. Patient date of birth updated from (B)(6) 1972 to (B)(6) 1972. In 2020, the patient was on sick leave due to anxiodepressive syndrome. According to the experts: all the documents provided related to the events which occurred until (B)(6) 2020 and the sequelae, seem insufficient to confirm causal relationship with essure; nickel allergy can¿t be directly or certainly related to the events reported by the patient; adenomyosis pre-existed before essure insertion and is not related to the essure insertion; it can¿t be confirmed that there is a certain, direct and exclusive relationship between general and gynecological events reported by the patient and essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.7 kg/sqm. [Biopsy fallopian tube] (date unknown): particles making up the essure implant are therefore clearly found in the patient's organic tissues. [Chest scan] on (B)(6) 2019: indication: monitoring of 3 lung nodules. Conclusion: there are 2 micronodules, a middle lobe and a lower left lobe.; on (B)(6) 2019: increase in volume of 2 nodular formations compared to (B)(6) 2019 with nevertheless a doubling time of 381 days for the middle lobe nodule and 312 days for the left lower lobe nodule. [Computerised tomogram] in (B)(6) 2018: the whole body showed no lesion, only pulmonar nodules to be monitored. [Hysterosalpingogram] on (B)(6) 2015: implants in place, possible adenomyosis (without symptom). [Investigation] on (B)(6) 2015: the implants are correctly positioned. [Magnetic resonance imaging abdominal] on (B)(6) 2020: correct position of essure and marked uterine adenomyosis. [Pathology test] on (B)(6) 2020: showed myoma measuring 2mm in diameter and adenomyosis. Particles of tin and silver were found in tissues. [Smear test] in (B)(6) 2015: bacterial vaginosis. [Ultrasound abdomen] in (B)(6) 2017: the examination was normal. [Ultrasound doppler] in (B)(6) 2017: no cause for the symptom; on (B)(6) 2017: examination normal, without significant hemodynamic and sonographic lesion highlighted at the level of the arterial axes of the lower limbs. There are some parietal calcifications on the abdominal aorta. There is therefore no obliterating or aneurysmal arteriopathy found today. [Ultrasound scan] in (B)(6) 2015: und possible adenomyosis (not confirmed) which was not observed during essure insertion. [Ultrasound thyroid] on (B)(6) 2017: right thyroid nodule tl-rads 4a stable for 6 years. [X-ray] on (B)(6) 2015: correct position of essure inserts. Batch no: c38211. Production date: 2014-03-20. Expiration date: 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-feb-2023: the following information were added: treatment drugs, lab datas, new adverse events (pain in thigh, leg heaviness, traffic road accident), start date of muscle pain, ocular disorder, allodynia, skin rash, memory disorders and attention disorder and outcome update of all adverse events to recovered/resolved. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Right essure implant was on external migration / right essure insert migrated [device migration] daily lower abdominal pain [lower abdominal pain] back pain (lower back) [low back pain] fatigue / chronic and intense fatigue; [chronic fatigue] insomnia [insomnia] loss of libido [loss of libido] weight gain [weight gain] hair loss [hair loss] joint pain (shoulders, wrists, ankles and knees) [painful joints] recurrent tendonitis / recurrent tendinitis in wrist and ankles (on 2015 and 2020) [tendonitis] chronic and disabling asthenia [asthenia] recurrent and significant headaches/unusual, severe and frequent headaches; [headache recurrent] bacterial vaginosis [bacterial vaginosis] almost permanent pain in the thigh/ pain in legs [pain in thigh] generalized loss of energy [loss of energy] problems with concentration and memory [concentration impairment] problems with concentration and memory / memory disorders [short-term memory loss] visual disturbances/decrease in visual acuity [visual acuity reduced] skin rashes [skin rash] adenomyosis of the uterine organ / fundic adenomyosios [adenomyosis uteri] granulomas in the tubes, in contact with the essure implants [medical device site granuloma] amenorrhea [amenorrhea] muscle pain [muscle pain] allodynia [allodynia] attention deficit disorder [attention deficit disorder] myasthenia [myasthenia] itching (scratching on forearms) [itchy upper limbs] irregular menstrual cycles [irregular menstrual cycle] reduction in daily activities [activities of daily living impaired] anxio-depressive syndrome [anxiodepressive syndrome] pain in internal part of the left thigh worsening for 3 weeks [pain in thigh] legs heaviness [lower extremities discomfort] traffic road accident [road traffic accident] pelvic pain [pelvic pain female] skin rash [skin rash]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 10-jun-2020. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of device dislocation ("right essure implant was on external migration / right essure insert migrated"), abdominal pain lower ("daily lower abdominal pain"), back pain ("back pain (lower back)") and amenorrhoea ("amenorrhea") in a 43 year-old female patient who had essure inserted (lot no. C38211) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of removal of wisdom teeth in 1989 and gravida I, uterine adenomyoma, uterine cervix stenosis (no possibility to insert and iud), breast cosmetic surgery, abdominoplasty, overweight, tobacco user, nickel sensitivity, pregnancy and parity 1. The patient had a family history of breast cancer, deep vein thrombosis and hypercholesterolemia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015 she experienced abdominal pain lower (seriousness criteria medically important and intervention required), back pain (seriousness criterion medically important), fatigue ("fatigue / chronic and intense fatigue;"), insomnia ("insomnia"), loss of libido ("loss of libido"), alopecia ("hair loss"), arthralgia ("joint pain (shoulders, wrists, ankles and knees)") and tendonitis ("recurrent tendonitis / recurrent tendinitis in wrist and ankles (on 2015 and 2020)") and was found to have weight increased ("weight gain"). In (B)(6) 2015 she experienced bacterial vaginosis ("bacterial vaginosis"). In 2015 she experienced asthenia ("chronic and disabling asthenia") and headache ("recurrent and significant headaches/unusual, severe and frequent headaches;"). On (B)(6) 2016 she experienced menstruation irregular ("irregular menstrual cycles"). In 2016 she experienced amenorrhoea (seriousness criterion medically important). In (B)(6) 2017 she experienced a first episode of pain in extremity ("pain in internal part of the left thigh worsening for 3 weeks") and limb discomfort ("legs heaviness"). In (B)(6) 2018 she experienced road traffic accident ("traffic road accident"). In (B)(6) 2020 she experienced mixed anxiety and depressive disorder ("anxio-depressive syndrome"). On (B)(6) 2020 she experienced disturbance in attention ("problems with concentration and memory"), amnesia ("problems with concentration and memory / memory disorders"), visual acuity reduced ("visual disturbances/decrease in visual acuity"), a first episode of rash ("skin rashes"), myalgia ("muscle pain") and allodynia ("allodynia"). Essure was removed on (B)(6) 2020. On unknown date she experienced device dislocation (seriousness criteria medically important and intervention required), a second episode of pain in extremity ("almost permanent pain in the thigh/ pain in legs"), loss of energy ("generalized loss of energy"), adenomyosis ("adenomyosis of the uterine organ / fundic adenomyosios"), medical device site granuloma ("granulomas in the tubes, in contact with the essure implants"), attention deficit hyperactivity disorder ("attention deficit disorder"), muscular weakness ("myasthenia"), pruritus ("itching (scratching on forearms)"), loss of personal independence in daily activities ("reduction in daily activities"), pelvic pain ("pelvic pain") and a second episode of rash ("skin rash"). The patient was treated with duphaston (dydrogesterone), tramadol, ketoprofene [ketoprofen], diazepam, esomeprazole, profenid (ketoprofen), doliprane (paracetamol) and acupan (nefopam hydrochloride) as well as surgery (hysterectomy and ablation of the essure devices). In (B)(6) 2020, the mixed anxiety and depressive disorder had resolved. In 2020, the back pain, arthralgia and headache had resolved. At the time of the report, the device dislocation, abdominal pain lower, fatigue, insomnia, loss of libido, weight increased, alopecia, tendonitis, asthenia, bacterial vaginosis, latest episode of pain in extremity, loss of energy, disturbance in attention, amnesia, visual acuity reduced, adenomyosis, medical device site granuloma, amenorrhoea, myalgia, allodynia, attention deficit hyperactivity disorder, muscular weakness, pruritus, menstruation irregular, loss of personal independence in daily activities and limb discomfort had resolved. The outcomes for road traffic accident, pelvic pain and the last episode of rash were unknown. The reporter considered abdominal pain lower, adenomyosis, allodynia, alopecia, amenorrhoea, amnesia, arthralgia, asthenia, loss of energy, attention deficit hyperactivity disorder, back pain, bacterial vaginosis, device dislocation, disturbance in attention, fatigue, headache, insomnia, limb discomfort, loss of libido, loss of personal independence in daily activities, medical device site granuloma, menstruation irregular, mixed anxiety and depressive disorder, muscular weakness, myalgia, the first episode of pain in extremity, the second episode of pain in extremity, pelvic pain, pruritus, the first episode of rash, the second episode of rash, road traffic accident, tendonitis, visual acuity reduced and weight increased to be related to essure administration. The reporter commented: patient¿s current status: consultation several times with her gynaecologist who refused to associate her symptoms with the device. In the process of a planned removal. A discrepancy was noticed regarding the start date of abdominal pain lower, back pain, fatigue, insomnia weight increased, alopecia. Both (B)(6) 2015 and "end of the year 2015, the beginning of the year 2016" were reported. 3 coils on the right and 2 coils on the left side. Biopsy of uterine horn contained tin, silver, iron, chromium, nickel, titanium, and platinum during the year 2019, the patient experienced worsening of symptoms leading to physiotherapy and osteopathy sessions. The patient¿s partner considered symptoms related to essure, with occurrence in 2017, worsening in 2019, regression and then resolution after device removal. Patient date of birth updated from (B)(6) 1972 to (B)(6) 1972. In 2020, the patient was on sick leave due to anxiodepressive syndrome. According to the experts: - all the documents provided related to the events which occurred until (B)(6) 2020 and the sequelae, seem insufficient to confirm causal relationship with essure. - nickel allergy can¿t be directly or certainly related to the events reported by the patient. - adenomyosis pre-existed before essure insertion and is not related to the essure insertion. - it can¿t be confirmed that there is a certain, direct and exclusive relationship between general and gynecological events reported by the patient and essure. Event onset dates: 2016-2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.7 kg/sqm. [Biopsy fallopian tube] (date unknown): particles making up the essure implant are therefore clearly found in the patient's organic tissues [chest scan] on (B)(6) 2019: indication: monitoring of 3 lung nodules. Conclusion: there are 2 micronodules, a middle lobe and a lower left lobe.; on (B)(6) 2019: increase in volume of 2 nodular formations compared to (B)(6) 2019 with nevertheless a doubling time of 381 days for the middle lobe nodule and 312 days for the left lower lobe nodule. [Computerised tomogram] in (B)(6) 2018: the whole body showed no lesion, only pulmonar nodules to be monitored [hysterosalpingogram] on (B)(6) 2015: implants in place, possible adenomyosis (without symptom) [investigation] on (B)(6) 2015: the implants are correctly positioned. [Magnetic resonance imaging pelvic] on (B)(6) 2020: correct position of essure and marked uterine adenomyosis. [Pathology test] on (B)(6) 2020: showed myoma measuring 2mm in diameter and adenomyosis. Particles of tin and silver were found in tissues. [Smear test] in (B)(6) 2015: bacterial vaginosis [ultrasound abdomen] in (B)(6) 2017: the examination was normal. [Ultrasound doppler] in (B)(6) 2017: no cause for the symptom; on (B)(6) 2017: examination normal, without significant hemodynamic and sonographic lesion highlighted at the level of the arterial axes of the lower limbs. There are some parietal calcifications on the abdominal aorta. There is therefore no obliterating or aneurysmal arteriopathy found today. [Ultrasound scan] in (B)(6) 2015: und possible adenomyosis (not confirmed) which was not observed during essure insertion. [Ultrasound thyroid] on (B)(6) 2017: right thyroid nodule tl-rads 4a stable for 6 years. [X-ray] on (B)(6) 2015: correct position of essure inserts. Batch no c38211 production date 2014-03-20 expiration date 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: new event pelvic pain female & skin rash were added. Additional reporter (lawyer) added. Cluster ID added. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2007880) on 10-jun-2020. The most recent information was received on 30-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('daily lower abdominal pain') and back pain ('back pain (lower back)') in a 43-year-old female patient who had essure (batch no. C38211) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1, pregnancy and nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain (seriousness criterion medically significant), fatigue ("fatigue / chronic and intense fatigue;"), insomnia ("insomnia"), loss of libido ("loss of libido"), alopecia ("hair loss"), arthralgia ("joint pain (shoulders, wrists, ankles and knees)") and tendonitis ("recurrent tendonitis") and was found to have weight increased ("weight gain"). In 2015, the patient experienced asthenia ("chronic and disabling asthenia") and headache ("recurrent and significant headaches/unusual, severe and frequent headaches;"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced pain in extremity ("almost permanent pain in the thigh"), loss of energy ("generalized loss of energy"), disturbance in attention ("problems with concentration and memory"), memory impairment ("problems with concentration and memory"), visual impairment ("visual disturbances"), rash ("skin rashes"), adenomyosis ("adenomyosis of the uterine organ") and medical device site granuloma ("granulomas in the tubes, in contact with the essure implants"). The patient was treated with surgery (ablation of the essure devices). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, back pain, fatigue, insomnia, loss of libido, weight increased, alopecia, arthralgia and tendonitis outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, arthralgia, asthenia, back pain, bacterial vaginosis, disturbance in attention, fatigue, headache, insomnia, loss of libido, medical device site granuloma, memory impairment, pain in extremity, rash, tendonitis, visual impairment, weight increased and loss of energy to be related to essure. The reporter commented: patient¿s current status: consultation several times with her gynaecologist who refused to associate her symptoms with the device. In the process of a planned removal. A discrepancy was noticed regarding the start date of abdominal pain lower, back pain, fatigue, insomnia weight increased, alopecia. Both (B)(6) 2015 and "end of the year 2015, the beginning of the year 2016" were reported. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy fallopian tube - on an unknown date: particles making up the essure implant are therefore clearly found in the patient's organic tissues. Investigation - on (B)(6) 2015: the implants are correctly positioned.. Smear test - in (B)(6) 2015: bacterial vaginosis. Ultrasound doppler - in (B)(6) 2017: no cause for the symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2021: reporter added, removal date of essure added, medical history and lab data added, asthenia, headache recurrent , bacterial vaginosis, pain in thigh, loss of energy, concentration impairment , memory disturbance, visual disturbances , skin rash, adenomyosis uteri and granuloma added as event. Device removal field updated to yes. Mir medical device problem information updated from "remains implanted" to "unknown" a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 10-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('daily lower abdominal pain') and back pain ('back pain (lower back)') in a (B)(6) year-old female patient who had essure (batch no. C38211) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criterion medically significant), back pain (seriousness criterion medically significant), fatigue ("fatigue"), insomnia ("insomnia"), loss of libido ("loss of libido"), alopecia ("hair loss"), arthralgia ("joint pain (shoulders, wrists, ankles and knees)") and tendonitis ("recurrent tendonitis") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, back pain, fatigue, insomnia, loss of libido, weight increased, alopecia, arthralgia and tendonitis outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, fatigue, insomnia, loss of libido, tendonitis and weight increased to be related to essure. The reporter commented: patient¿s current status: consultation several times with her gynaecologist who refused to associate her symptoms with the device. In the process of a planned removal. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.